Event description:
A surgeon reports that a patient is noticing a dark frosted area peripherally following intraocular lens (iol) implantation. The association between this event and the iol is not known. Additional information has been requested.

Event description:
The pt was referred to a different surgeon for a second opinion. Add'l info has been provided by the second surgeon. The surgeon examined the pt and indicated the pt's uncorrected visual acuity wa 20/20. The pt no longer complained of a dark 'frosted' area in his vision, but did indicate he experiences glare in bright sunlight. The surgeon observed a swirling motion caused by vitreous floaters. The pt declined this surgeon's offer to explant/exchange the lenses.